Event description:
It was reported that since the change out, the atrial lead impedance has tripped on 3 occasions for a value greater than 2000 ohms. The baseline was steady apart from these 3 out of range values. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.